Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. The patient also had congestive heart failure, shortness of breath and was sweating. For treatment, the patient was put on intravenous (IV) of fluids and given manual injections of insulin. The patient was also prescribed 2 medications. The patient was given a cardiac catherization, as well. The patient was discharged after 5 days.